Manufacturer narrative:
Follow-up # 1 ¿ (09/22/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/13/2013 and 9/13/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, lifescan sales representative contacted lifescan (lfs) to report that a diabetes educator claimed that their patient's onetouch verio meter was allegedly reading inaccurately low compared to multiple meters. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged meter issue began. The patient reportedly obtained blood glucose readings of "2.8mmol/l" with the subject meter, "5.3mmol/l" with the uptimum exceed meter, "5.4mmol/l" with the performa meter, and "4.7mmol/l" with the diabetes educator's onetouch verio meter; performed within 30 minutes of each other. There is no indication the patient developed any symptoms as a result of the alleged issue and there is no evidence the patient received any form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the sales representative did not have any of the patient's testing supplies available. Replacement meter was given to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. As the results fell outside expected values for meter to other meter accuracy testing, this complaint is being reported.